Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the sheath did not split. The clip delivery tube was mangled. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed it was partially deployed and the returned condition substantiated the reported failure to split the sheath. Inspection of the returned device indicated the sheath slit was not initiated and both the strain relief and sheath were detached from the hub. The top edge of cutter was damaged and there was a strike mark observed on end cap of the hub, consistent with the cutter striking the end cap of the hub instead of going through the hub to initiate sheath splitting as intended. Because the sheath did not initiate splitting, as the plunger was depressed to deploy the locator wings and initiate thumb advancer deployment, the delivery tubeset burrowed through the hub and pushed off the strain relief and the sheath. Contributing factors for a failure to initiate sheath splitting that resulted in the strain relief and sheath detaching from the hub included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Every cutter and exchange sheath system was inspected for proper assembly during manufacturing. Analysis of the returned device suggested that while engaging the sheath with the device, the hub of the exchange sheath was not properly aligned with the device which resulted in the cutter striking the end cap of the hub. When depressing the plunger to deploy the wings and initiate the thumb advancer deployment, the flex-guide was not held in alignment with the body of the device and the angle of tissue tract, which resulted in the cutter failing to initiate sheath slit. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the strain relief and sheath detachment from the hub is incorrect deployment technique. No manufacturing or quality issue was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.